Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) after inspection, it was found that the device did not flicker, and the device was tested according to the requirements specified by the factory, it meets the factory's specified requirements and is delivered for use.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine inspection that a cs100 intra-aortic balloon pump (iabp) had display malfunction. There was no patient involved.